Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that the bearings were worn out. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a spinal surgery, it was observed that attachment device was heating up excessively. There was a 16 minute delay to the surgical procedure. It was reported that a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon review of the complaint, it was determined that the initial report stated that there was delay of 16 minutes in the surgical procedure. It has been updated to five minutes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.